Event description:
It was reported that the patient was dislocating after a second revision. Head was removed, longer bigger head was put in.

Manufacturer narrative:
No additional information is available at this time, but has been requested.